Event description:
Report received of an overdelivery. The pump was programmed to deliver an unspecified dose of potassium chloride in 50ml of normal saline at a rate of 25ml/hr on the secondary line. The programming parameters for the primary line was unspecified. After 20 minutes, the nurse reportedly returned to the pt's room for an alarm condition. At this time, it was observed that the container of potassium chloride was empty. The physican was notified. Unspecified labs were drawn and the pt was observed for an unspecified length of time. The device was removed from clinical service and therapy was continued on a replacement device. There were no reported adverse pt sequelae. Though requested, no additional info was provided.